Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When flushing the steerable guide catheter (sgc), there was an air leak. The sgc was replaced. A mitraclip nt was chosen for implantation. After deployment at approximately 10 degrees, the clip opened 30 degrees suddenly. Clip was still stable on both leaflets. The mr remained unchanged grade 4. An additional clip could not be implanted as the mitral valve gradient was 7mmhg. The patient was transferred to surgical intervention.